Event description:
Reportedly, during an instrument exchange through the versaport plus 10-15mm trocar, a rubber seal became dislodged from the instrument into the pt cavity. However, the surgeon was able to retrieve the seal, re-attach it to the trocar to prevent losing pneumo, and complete the case. Procedure: lap gastric bypass. Patient status: no pt injury reported.